Event description:
It was reported that during a shoulder stabilisation surgery the suture snapped on tensioning. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 22-feb-2022: they didn't use another anchor in that position as the space was limited, they relied on the others. The anchor remains there in place, but with no sutures. No switch in tech, just relied on other anchors.

Manufacturer narrative:
Additional information: this 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.